Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(4) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2018, an unknown mentor gel breast prosthesis was received by the mentor failure analysis lab with no accompanying information. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, a preliminary visual inspection of the device indicates that it ruptured. Devices of this nature that are returned to mentor are characteristic of rupture events requiring removal of the device from the patient¿s body. This will be conservatively reported to FDA.

Manufacturer narrative:
Device evaluation summary: the device was returned at mentor containing gel with a cloudy appearance. No foreign material was observed within the device. Gel was observed on the shell surface. Upon initial inspection the device was severely rented. No other anomalies were discovered. Since the lot number was not provided by the customer, the device history record (DHR) could not be reviewed. If lot number is later provided, the DHR will be reviewed. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Complaint could not be confirmed since there is no event to compare with. At this point, is not possible to determine a root cause of such damage. Manufacturer¿s reference number: (B)(4).